Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the ICU, the doctor placed the cvc in the (B)(6) female pt's femoral vein. All was going well until the finale stage of removing the swg. The doctor was unable to remove the swg from the catheter and as a result, both the catheter and swg had to be together removed during which time the catheter kinked. A new kit was opened and used, however not w/o issue as well. See MDR 3006425876-2013-00203 for the second event with this pt.